Event description:
The tip of the vitrectomy cutter broke, while it was in the patient's eye. The cutter was removed from the eye with the tip still attached. There was no patient injury.

Manufacturer narrative:
An investigation has been initiated to determine the cause of the failure.